Event description:
Pt with diagnosis of atrial fibrillation placed on heparing via IV pump set to deliver 25 gtts/minute. Instead of delivering set amount, pump delivered 199 gtts/minute delivering 4000u of heparin rather than 1000u. Ptt within normal range within 8 hours of receiving dosage. No adverse consequence to pt. He was discharged the following day.